Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effect of thrombosis, as listed in the (B)(4) xience prime everolimus eluting coronary stent system instructions for use is a known patient effect associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency.

Event description:
It was reported that on (B)(6) 2013, the patient was experiencing silent myocardial ischemia. The procedure was to treat lesions located in the mildly calcified, mildly tortuous, 50% stenosed proximal left anterior descending artery and the mildly calcified proximal left circumflex. There was no existing thrombosis observed and predilatation was performed prior to stenting. Three xience prime stents were deployed successfully in a v stenting technique. On (B)(6) 2013, the patient was experiencing st changes during a stress test with ventricular tachyarrhythmia causing a temporary loss of consciousness. Sub-acute thrombosis was observed in the deployed stents. After balloon angioplasty was performed for treatment of the thrombosis, an intra-aortic balloon pump was inserted to stabilize the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional xience prime stents referenced are being filed under separate medwatch reports.